Event description:
It was reported that episodes of non-sustained rv oversensing and a non-sustained vf episode were transmitted via merlin.net. It was noted that these episodes were triggered by oversensing of wide qrs complexes and possible agonal beats. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.